Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was a setscrew problem and the screwdriver did not ratchet. The setscrew was unintentionally removed. The implantable pulse generator (ipg) was not used and was replaced. No patient complications have been reported as a result of this event.